Event description:
Customer reported that the sensor did not sit well inside of the serter and the serter got jammed. He also reported that with one of the sensors, the site had bled profusely. He also reported that the sensor readings were off by as much as 80 points. No blood glucose reading was given. Customer declined troubleshooting for these issues. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.